Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced resistance was met with the moderately calcified lesion resulting in the reported failure to advance. Manipulation of the device resulted in the reported/noted shaft detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, distal left anterior descending (lad) artery, the xience prime stent delivery system (sds) met resistance during advancing to cross the lesion and the shaft fractured. The device was easily removed and a different xience prime sds was used in the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.